Event description:
It was reported that the dm liner would not seat in the cup. Surgeon kept same cup and put in a 40 hiwall instead which seated in the cup. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110010246 g7 osseoti 4 hole shell 56mm f lot number 65564327. Visual examination of the returned product identified there was scratches on the outside radius and on the inner radius of the device. The post has and indentation to the tip. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.